Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not transferring to new unit and required manual transfer. The customer mentioned that the station was back on critical override without communication to epic. A technical support specialist (tss) found no critical override issue on health sight viewer. The customer mentioned that the critical override was temporarily enabled due to a system outage and confirmed the communication had been restored. The tss proceeded to close the case as no further response was received from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients were not transferring to new unit and required manual transfer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.